Manufacturer narrative:
Device received with cracked lcd display window corners noted. Device received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked connector on lcd board noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unresponsive buttons. The customer blood glucose level was 122 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump crack at bottom of the screen where the reservoir was inserted. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.